Event description:
It was reported that difficulty was encountered inserting the sheathless iab. The user decided to utilize a sheath for insertion, and the catheter became caught in the sheath and could not be advanced. The iab was successfully removed and replaced without any pt complications.